Event description:
The customer reported that there was an alarm fault. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
The device was evaluated by the customer, it was confirmed that the reported issue; 'the monitor does not have normal ECG sound". Only after pressing the alarm pause button. The customer refused to repair the device and no additional information was provided for further investigation. The device remains at customer site. No subsequent calls have been logged for this device/issue. No corrective action is warranted at this time. The available information from this report does not support that this failure represents a systemic, design, or labeling problem. Device evaluation by the customer.